Manufacturer narrative:
The device investigation is still ongoing. Method - device history records review and x-ray. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Function test review was conducted and the valve performed as expected and met all function test quality control criteria that can be observed during video playback. X-ray analysis showed a severe calcification on the commissures of the valves and on the free margins of the valve leaflets. Conclusion: no final conclusion can be drawn at this time because the device investigation is still ongoing.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (dla size23) was explanted after 2.0 years due to severe aortic stenosis. The dl23 valve was implanted with CABG x 1 (lima to lad) on (B)(6) 2012. Gradient after implant was 15 mmhg mean.

Manufacturer narrative:
This mitroflow valve was explanted after 2 years due to reported structural valve deterioration. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). As reported in the scientific literature, the calcium-phosphate balance, have been shown to be impaired among patients with advanced chronic kidney disease and could play a role during vascular/valve calcification. It is possible that the patient's renal dysfunction may have contributed to the structural valve deterioration observed in this mitroflow valve. The mitroflow instructions for use clearly states that patients who have impaired calcium metabolism may experience accelerated calcification of bioprosthetic heart valves.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (dla, size23) was explanted after 2.0 years due to severe aortic steno-insufficiency. The dla23 valve was implanted with CABG x 1 (lima to lad) on (B)(6) 2012. Gradient after implant was 15 mmhg mean.